Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Essure removal is becoming more prevalent because of complications, which, as listed in the literature include: delayed -type hypersensitivity to nickel, malposition (defined as perforation, expulsion or migration), bowel obstruction or injury, infection, chronic pain, and unintended pregnancy. Finally authors share a unique case of hysteroscopic essure removal and authors express their recommendation to use intraoperative imaging with kub (kidney-ureter-bladder) or fluoroscopy in order to assess for complete excision and to drive postop counseling. Most recent follow-up information incorporated above includes: on 19-jan-2017: ptc investigation result. Company causality comment: a female patient had essure inserted and it was reported a case of hysteroscopic essure removal and authors express their recommendation to use intraoperative imaging with kub (kidney-ureter-bladder) or fluoroscopy in order to assess for complete excision. The event, considered as medical device removal, is regarded as anticipated according to the reference safety information for essure. In this particular case, the exact reason for essure removal was not specified. Despite the lack of details for a comprehensive causality assessment, causality with essure cannot be excluded. This case was regarded as incident because device removal was required. A product quality defect could not be confirmed but is considered plausible. However, the reported medical event is not indicative of a quality deficit per se. Further information could not be obtained, despite follow-up attempts.

Event description:
This literature case was reported in a literature article and describes the occurrence of medical device removal ("hysteroscopic essure removal, use intraoperative imaging with kub or fluoroscopy in order to assess for complete excision") in a female patient who received essure. Literature reference(s): lutz m; uy-kroh j; bradley l, effective management of essure complications, journal of minimally invasive gynecology, 2016, 23:s7-s8. On an unknown date, the patient started essure. On an unknown date, the patient experienced intra-uterine contraceptive device removal (serious criteria medically significant and clinically significant/intervention required). The patient was treated with surgery. Essure was withdrawn. At the time of the report, the medical device removal outcome was unknown. The reporter provided no causality assessment for medical device removal with essure. Essure removal is becoming more prevalent because of complications, which, as listed in the literature include: delayed -type hypersensitivity to nickel, malposition (defined as perforation, expulsion or migration), bowel obstruction or injury, infection, chronic pain, and unintended pregnancy. Finally authors share a unique case of hysteroscopic essure removal and authors express their recommendation to use intraoperative imaging with kub (kidney-ureter-bladder) or fluoroscopy in order to assess for complete excision and to drive postop counseling. Company causality comment: a female patient had essure inserted and it was reported a case of hysteroscopic essure removal and authors express their recommendation to use intraoperative imaging with kub (kidney-ureter-bladder) or fluoroscopy in order to assess for complete excision. The event, considered as medical device removal, is regarded as anticipated according to the reference safety information for essure. In this particular case, the exact reason for essure removal was not specified. Despite the lack of details for a comprehensive causality assessment, causality with essure cannot be excluded. This case was regarded as incident because device removal was required. Further information and product technical analysis are being sought.